Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing set separated at the middle y-site when priming a 1l normal saline bag. This occurred on 2 north. There was no patient involvement.

Manufacturer narrative:
The customer¿s report that the tubing set separated at the middle y-site was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed that the set was separated at the engagement between the tubing to second smartsite¿s inlet port. Closer inspection of the separation under a lab microscope observed that the tubing had an insufficient solvent applied at the engagement during manufacturing process. A dimensional analysis was performed and the tubing¿s outer diameter was measured and found to be within specification. Functional testing could not be performed due to the separation at the engagement. A device history record for model 2452-0007 with lot number 19087864 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 29aug2019. The search showed that there were no quality notifications for the failure mode reported by the customer. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that the tubing set separated at the middle y-site when priming a 1l normal saline bag. This occurred on 2 north. There was no patient involvement.